Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage to keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported by the customer that the insulin pump's up button was unresponsive to inputs. Customer stated that she had been exercising and it may have been exposed to moisture, but not directly to water. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 282 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.